Event description:
The complainant has reported that a pt (age & gender unk) underwent a therapeutic hemostasis procedure for treatment. The clinician stated that after the resolution clip device deployed, it did not retain properly and fell off the tissue. The clip was retrieved from the body with no additional trauma sustained to the pt. Also please note that the date of the event could not be obtained from the customer. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the MFR date of the device is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met spec. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.